Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster for evaluation. A visual and dimensional inspection of the returned device was performed in accordance with bwi procedures. Visual analysis revealed a kinked and lifted ring with foreign material present within it. An 8f sheath was also returned in a plastic bag. Dimensional testing showed that the outer diameters of the device were within specifications. However, due to the observed damage, a manufacturing evaluation was conducted. The investigation concluded that the issue was not related to the manufacturing process. The damage resulted from the device being used with an incorrect sheath diameter in the field, which led to misuse of the device causing a damage to catheter's tip. A manufacturing record evaluation was performed for the finished device lot number 31270679l, and no internal action was found during the review. The resistance issue reported by the customer was confirmed as wrong product usage was detected during analysis. The potential cause of the electrode damage could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. The potential cause of the corrosion could be related to the damage observed, causing deterioration of the electrode, however this cannot be determined. The instructions for use (IFU) contain the following recommendations: do not immerse the handle or the cable connector in fluids; electrical performance could be affected. Do not scrub or twist the distal tip electrode during cleaning. Do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. Do not use the catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified that the device was kinked and had a lifted ring with foreign material present within it. During the procedure, the thermocool® smart touch® sf bi-directional navigation catheter would not come out of the sro sheath, and the medical team switched to a vizigo¿ sheath, but the catheter would not go past the valve of the vizigo¿ sheath either. The team believed that electrode 2 and 3 were too high. The catheter was replaced with a like device. The case continued. No patient consequences were reported.